Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted on 08/16/06, was exhibiting abnormal impedance measurements two weeks post implant. An invasive procedure was performed and it was noted that all connections were good and the setscrews were tested with no apparent problems; however, the impedance measurements did not normalize. As a result, the device was explanted. A new device was implanted without issue.